Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction in awareness date g3 aware date is 15-nov-2024, previously submitted supplemntal#1 9610617-2024-00489 was filed by mistake with incorrect corrections. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction is made in section g3. The aware date in the initial report was incorrect. The correct aware date for this event was october 22, 2024. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Based on the damage shown above, the breakage of the ceramic beak most likely has been caused by the inner shaft being pulled out of the outer shaft at an angle. If the inner shaft is pulled out of the outer shaft at an angle, this presses the ceramic against the outer shaft and this can lead to breakage. The instructions for use also state that the ceramic beak should be checked for damage before use. In addition, the article was produced in september 2021, so a corresponding number of uses can be assumed. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that intraoperatively, during the resection of a fibroid in gynecology, the ceramic distal tip from the inner shaft 26055xb was broken. The broken pieces were recovered from the patient by the doctor.there was no patient injury. No negative impact in state of health reported.